Event description:
It was later reported that the patient was scheduled for surgery on (B)(6) 2013. It was further reported that no further troubleshooting had been performed. During the revision surgery there was good csf flow through the side port and therefore the catheter was not thought to have been subdural. No product issue was found. The surgeon felt the increased spasticity was progression of the patient¿s disease. The catheter was completely replaced and the catheter tip was placed higher in the spinal canal. The dose remained at 905mcg/day although the pump was programmed back to simple continuous from a periodic bolus regimen for the post-operative period. Patient outcome was unknown at the time of the report.

Event description:
It was reported that the patient had approximately 6 months of increased spasms and increased spasticity in the arms and legs. A healthcare provider (hcp) converted the patient¿s dose back to periodic bolus without much clinical change and the patient was referred for a dye study. The dye study was completed on 2013 (B)(6). The side port was aspirated easily of at least 2ml of cerebrospinal fluid (csf). Dye was injected and followed by computed tomography (CT). Upon reading the CT, the hcp thought that the catheter may have been subdural due to distribution of the dye. The patient was to be referred back to a surgeon for a possible catheter revision. Patient status at the time of the report was alive with no injury. The device system delivered gablofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8 590-1, lot# n198972, implanted: 2009 (B)(6); product type accessory. (B)(4).